Event description:
Approximately two years after the implantation, the patient reported that his vad power consumption had increased and he had developed dark blood in his urine. He was reported to be compliant with his medications. The patient was also reported to have been dehydrated at admission and this necessitated treatment with volume. The patient was then treated with fresh frozen plasma in order to get his inr below 2.0 along with a heparin infusion. The patient was then treated with tpa with a normalization of his vad parameters. The patient was reported to be stable after this treatment. Additional information indicates that the patient underwent pump exchange and the device will be returned for analysis. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient noticed a power consumption increase on his ventricular assist device (vad) and he had developed dark blood in his urine. The patient was said to have been dehydrated upon admission and was treated for dehydration; the vad parameters were still showing an increase in power consumption, therefore, the decision was made to perform a pump replacement surgery. The pump, hw2021, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log files which showed wavelengths indicative of thrombus. Pathological examination confirmed the presence of thrombus within the pump, which explains the increase in power requirements resulting in high watt alarms. Dimensional and functional verification showed a small deviation in the small front housing disc curvature which is not expected to impact pump performance. Furthermore, friction marks were found on the impeller and the lower housing; this observation may be attributed to a thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This patient was known to have had similar events of device thrombus as recently as one year prior to this event. Underlying health conditions may have predisposed the patient to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).